Event description:
On (B)(6) 2008, the patient was implanted with four gore excluder aaa endoprostheses to treat a leaking 7.9 cm abdominal aortic aneurysm. On an unknown date, follow-up bilateral retrograde imaging showed contrast coming out of a tiny collateral vessel coming off of the left hypogastric artery. However, no significant flow or flush was identified going into the aneurysm sac. On (B)(6) 2010, the patient underwent an intervention to repair a type ii endoleak. It was reported a left lumbar artery was coil embolized, and an angioplasty stent was implanted into the left internal iliac artery. A final aortography showed resolution of the type ii endoleak. On (B)(6) 2014, the patient presented to the hospital with left flank pain, and imaging revealed a 10 cm aneurysm that appeared to be leaking. Aortography reportedly showed that the leaking was a type ii endoleak. The same evening, the patient¿s hematocrit reportedly started dropping during the night. The patient was taken to the operating room and an open aortobifemoral bypass was performed. The patient tolerated the procedure.

Manufacturer narrative:
Concomitant patient medications: cozaar, toprol, lipitor, norvasc, aspirin, hydrochlorothiazide. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event: pxl161407/05638751, pxc141200/05696735, and pxa280300/05707974.

Manufacturer narrative:
Corrected date of event.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional devices explanted in this event: pxl161407/05638751, pxc141200/05696735, and pxa280300/05707974.

Event description:
On march 26, 2014, the patient presented to the hospital with left flank pain, and imaging revealed a 10 cm aneurysm that appeared to be leaking. Aortography reportedly showed that the leaking was a type ii endoleak. It was reported that no further treatment was performed. The same evening, the patient's hematocrit reportedly started dropping (cause unknown). It was reported that due to the potential risk of aneurysm rupture, the patient was taken to the operating room and an open aortobifemoral bypass was performed. All four gore excluder aaa endoprostheses were explanted, and the aneurysm was repaired with a surgical graft. The physician also elected to ligate multiple lumbar and mesenteric arteries to treat the type ii endoleak. Final imaging showed resolution of the endoleak, and the patient tolerated the procedure.